Event description:
It was reported, pt has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement. Pt recently completed MRI and blood test. Also reports having some discomfort in right thigh since 2011.

Manufacturer narrative:
This event was reported through an attorney as a result of a legal claim. Due to the ongoing litigation, no additional info is available at this time. If additional info is received, it will be reported on a supplemental report.